Event description:
An ophthalmologist reported that the knife was not sharp when making the incision during surgery. A new pack was opened in order for a new knife to be used. There was no reported harm to the pt.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip (rolled over 180 degrees) and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to MFR's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived bluntness and difficulty penetrating as described by the customer. However, based on the info above it is unlikely that the damage occurred during the mfg process. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).